Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Data was provided for investigation. The allegation of alert/notification settings was undetermined via data. However, a flickering mag glass was found in connection to the reported allegation. The probable cause of the flickering mag glass was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. The reported issue of a alert/notification settings is reportable based on the finding of the flickering mag glass. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).